Event description:
It was reported that a malfunction alarm occurred. Reprotedly, the customer went swimming. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.